Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at the ipg site and around ribs. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients whole system was explanted to address the issue.

Manufacturer narrative:
The reported observation of pain around the ribs from surgery was not confirmed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. A review of the ipg diagnostic logs did not note any discrepancies that would have contributed to the observation.